Event description:
It was reported that this device battery appeared to be depleting prematurely based on previous battery longevity check. Data analysis confirmed the battery to be depleting more quickly than expected. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.